Event description:
During the initial implant procedure, the device appeared to provide pacing which resulted in ventricular tachycardia (vt). The device successfully delivered high voltage therapy to return the patient to sinus rhythm. Abbott technical support was contacted, and the device was reprogrammed to resolve the event. The patient was in stable condition.